Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter failed to power up. It was noted that the transmitter's adapter prongs looked burnt. The transmitter with adapter was replaced. There were no patient consequences.